Manufacturer narrative:
The device was manufactured on 12/09/2009 and has no repair history at zimmer surgical since (B)(4) 2011. Investigation revealed the head, control bar and width plates were nicked. Prior to repair, the device was outside calibration and side to side specifications only at the zero thickness setting. Repair of the device included replacement of the head, control bar, width plates and standard repair parts, post repair analysis revealed discoloration to the motor. The reported event was not reproduced during testing, however the nicks to the head and control bar could have caused the holes the graft. Improper handling by the user and lack of preventative maintenance most likely caused the nicking of the head and control bar.

Event description:
It was initially reported that the device was not working properly. Additional clinical information determined that the issue occurred during a surgical procedure. The device took one decent graft and then skimmed to produce a holey graft. The blade was changed and produced the same result. Three additional grafts were harvested as only the 1st and the 4th graft were usable. An alternate device was retrieved adn used to obtain the 4th graft harvest. The surgery was extended approximately 0-15 minutes, while the patient was under anesthesia.